Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The caller inquired about advisory status. A boston scientific technical services (ts) consultant discussed that this device is not in the advisory population and suggested that the field representative check device power consumption. The device was later explanted. No additional adverse patient effects were reported.